Event description:
It was reported that while using bd vacutainer® sst¿ tube, one (1) tube exhibited closure separation where the shield and stopper separated on the automated instrument leaving the stopper in the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). G4. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The photos were reviewed and closure separation was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ tube, one (1) tube exhibited closure separation where the shield and stopper separated on the automated instrument leaving the stopper in the tube. No adverse impact was reported regarding the patient or user.